Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5149649 stating: ¿my mother suffered serious complications during a fundoplication surgery using the da vinci robot made by intuitive surgical. A primary blood vessel to her stomach was severed causing the organ to die. She has continued to have issues with perfusion to her intestines requiring multiple follow-up procedures to remove more necrotic tissue. At this point we are unsure if she will survive and if she does she will be dependent on others for her care for the remainder of her life. She was previously an active 65 yo grandmother. This matter needs to be investigated fully. The procedure was done by dr (B)(6) at (B)(6) hospital in (B)(6). Procedure date is (B)(6) 2023.¿ the hospital chair of the robotics department reported that regarding the original procedure, the patient developed a leak postoperatively. It was believed there was a delay in the diagnosis and the patient ultimately went back to the operating room for additional surgery. To her knowledge, there was not a decreased blood supply to the stomach. The patient expired due to multisystem organ failure. Ultimately, it was noted that the complications most likely occurred due to technical surgical error and to her knowledge there were no issues related to the use of da vinci products. The physician assistant (pa) that was present during the procedure reported that there were no errors or complications with any davinci related products throughout the procedure which was completed robotically. The pa recalled that this was a re-do of a previous fundoplication, with increased scarring at the surgical site, and more bleeding during this procedure. The pa could not recall any complications, specifically injury to the stomach, that occurred intraoperatively, and was not present at, or aware of any subsequent procedures that occurred with the same patient. The patient¿s family member provided the following information. ¿the procedure was scheduled for four hours; however, it lasted approximately 9 hours. The surgeon told them that this was due to scar tissue. The patient did well until post-operative day four when she coded and was successfully resuscitated. The patient's stomach was then removed surgically. Two other subsequent procedures were performed to resect additional bowel and necrotic tissue. The patient later expired due to sepsis.¿

Manufacturer narrative:
Review of the da vinci system logs found no errors logged during the procedure. The system has been used multiple times subsequent to the reported event; logs for the subsequent 5 procedures performed were also reviewed with no relevant errors found. The following concomitant devices were used during this event: endoscope plus 30 degree, fenestrated bipolar forceps, permanent cautery hook, mega suturecut needle driver, monopolar curved scissors, cadiere forceps, vessel sealer extend, sureform 45 stapler are single use instruments. A site review found that no complaints have been reported for any of the products used. A device history record review for the instruments confirmed that there were no related non-conformances documented. The vessel sealer extend (vse) instrument logs show it was installed on the system 3 times with no errors related to the reported event. The sureform 45 stapler log review showed that the instrument was installed on the system twice and fired two blue reloads. There were no stapler related errors in the logs for this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a heller myotomy and fundoplication. The patient had a cardiac event on post-operative day 4. Although initial information from a family member suggested necrosis of the stomach had occurred, the hospital¿s robotics director, a physician, refuted this interpretation and stated a gastric leak had occurred. The details of how and where the leak occurred were not reported. Multiple surgical additional procedures followed and the patient ultimately died. The specific findings at the additional procedures and what was done during those procedures was not provided. The cause of death is unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.